Event description:
This pt with med history of memingeal hemorrhage (grade ii of fisher / grade IV of hunt and hess) was admitted to the hosp in 2006. The angio-scan revealed a small aneurysm in the posterior left communication artery. Because the pt was not clinically stable, it was decided in consultation with the pt's family to not proceed to an immediate procedure. It was observed that the pt's clinical was improved a few days after her hospitalization, at which time, it was decided to proceed to an endovascular procedure.